Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked at the patient connector. It was reported the patient was not performing peritoneal dialysis therapy at the time of the event. The transfer set was replaced. The titanium adaptor was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the companion samples which included leak, clear passage, and clamp function testing with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.